Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing device migration. The recipient is presenting with headaches and pain. Revision surgery is scheduled. The recipient was recommended to cease device use.

Manufacturer narrative:
Correction section h.6. Advanced bionics considers the investigation into this reportable event as closed. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly underwent repositioning surgery on (B)(6) 2022. The recipient's activation went well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.